Manufacturer narrative:
Refer to the annex d code for updated information.

Event description:
It was reported that during central processing that, the fenestrated bipolar forceps had damaged cautery wire. There was no report of patient involvement.

Manufacturer narrative:
Based on the claim against the product by the customer noting damaged cautery wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have conductor wire insulation damage at the distal end. The fenestrated bipolar forceps was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage and no missing material, but the wires were exposed. Additionally, the fenestrated bipolar forceps was found to have a bent grip, causing side to side misalignment of the grips. There was a 0.028¿ offset at the tips. The complaint regarding the fenestrated bipolar forceps had damaged cautery wire was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.